Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power distribution unit fan tray along with the dc power supply and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The procedure was completed by using another system. A philips remote service engineer (rse) examined the system remotely, and after bypassing the uninterruptible power supply (ups), the system could be switched on again. However, an issue with the system¿s power distribution was identified. Review of the system log file showed that during system start-up, the pdu (power distribution unit) failed. The philips field service engineer (fse) inspected the system onsite and replaced the ups controller and pdu fan tray unit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.